Event description:
It was reported that a female patient experienced a black spot in her right eye after an implantation of intraocular lens. In follow-up, it was reported that the patient is doing well and has recovered. Patient is scheduling a follow-up appointment with the ophthalmologist on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing process record was evaluated and indicated that the device was manufactured within specifications. There were no associated deviation or nonconformity reports found in the manufacturing record review (mrr). The units were released according to specification in compliance with the product intended use as required. The manufacture of the lens was performed per the established procedures as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Section f has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted.